Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted the lead had been severed. The lead was returned in two segments; a terminal segment and a tip segment. Microscopic visual inspection noted there is header inner rings residue on the terminal silicone of this lead, and the rings are torn. It is concluded that silicone to silicone blocking (bonding) occurred between the proximal terminal insulation and the inner header seal rings of the device this lead was implanted with at one time. Insulation damage was noted approximately 280-285 mm from the proximal end of the tip segment through to the anode conductor coil. The morphology of the insulation breach is indicative of lead-on-lead contact. Additional insulation damage was noted approximately 50-54 mm from the tip (distal side) and the proximal end of the insulation damage is located approximately 425mm from the tip. This abrasion area shows a thinning of the insulation circumference of the lead. This insulation abrasion site would have been located within the heart. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective replacement of this patient's device, the distal ventricular setscrew was stripped and stuck. This lead was tested and remained implanted and was successfully interfaced to the newly implanted pacemaker. Most recently, the lead was electively explanted. No adverse patient effects were reported.